Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation with 235cc mentor memorygel breast implants experienced bilateral capsular contracture post procedure. As a result, explant was performed on (B)(6) 2024.